Manufacturer narrative:
(B)(4). Batch # n54u1d. The analysis results that one ec60a device was returned with no visual non-conformances and with an ecr60g cartridge reload inside present. The cartridge was received fully fired and the pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sigma procedure, after firing, they could not remove the magazine out of the instrument; proximal end of the magazine was deformed. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.